Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube the rubber stopper remained in tube (stopper/shield separation) and the glass broke during use. The following information was provided by the initial reporter. The customer stated: "when the tubes are placed in an instrument the outer part is removed, but the inner rubber part remains in the tube. As the tube proceeds to the next stage and the needle of the instrument comes into contact with the rubber part of the cup, it becomes bent or broken. Tubes with the samples also break and cannot be analyzed.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 02-mar-2023. H.6 investigation summary: material #: 369032. Lot/batch #: 2245766. The ongoing investigation into customer closure separation (decapping) failures (project # (B)(4) has made progress in the last few months. Based upon the a3 problem solving methods and kepner-tregoe tools for root cause analysis, two potential causes were identified and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Bd received 11 samples and 5 photos in support of the investigation. The photos were reviewed and the indicated failure modes of closure separation and stopper pop off were observed. Additionally, the 11 customer samples and 19 retention samples from bd inventory were evaluated by functional testing and closure separation was not observed. A further 10 retention samples from bd inventory were evaluated by functional testing and stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation and stopper pop off based off photos.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube the rubber stopper remained in tube (stopper/shield separation) and the glass broke during use. The following information was provided by the initial reporter. The customer stated: "when the tubes are placed in an instrument the outer part is removed, but the inner rubber part remains in the tube. As the tube proceeds to the next stage and the needle of the instrument comes into contact with the rubber part of the cup, it becomes bent or broken. Tubes with the samples also break and cannot be analyzed.